Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the lead had low r waves. Initially the pace/sense portion of the lead was capped and replaced and the high voltage portion of the lead remained in use. Subsequently, the entire lead was explanted and replaced.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the right ventricular lead had sensing difficulties and increased thresholds. Fluoroscopy was performed and the lead appeared to have "pulled back". The status of the lead is unknown. No patient complications have been reported as a result of this event.